Event description:
A customer reported a case of rainbow glare, observed in the patient's right eye two months post lasik. Additional information requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was successfully verified prior and after the date of treatment. All tests at the start of the system were performed without issue and the system shows no deviations or abnormalities in the logfile for the day of treatment. The root cause could not be identified conclusively. (B)(4).